Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address flexion instability and pain. Doi: unknown. Dor: (B)(6) 2017. Unknown knee.

Event description:
On (B)(6) 2018, the patient underwent a left knee revision with tibial insert exchange and irrigation and debridement to address pain, instability, removal of scar tissue, and crepitus. The tibial tray, femoral component, and patellar component were retained.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. H10 additional narrative: e3 initial reporter occupation: lawyer. Added: a2 (age), a3, b5, b7, d4 (expiration), d6a, d10 and h6 (patient). H6 health effect - clinical code: appropriate term / code not available (e2402) used to capture the joint crepitation.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.